Event description:
The user facility reported that when the or staff moved the overhead light, the lighthead suspension arm made contact with the flat panel monitor system arm causing a plastic joint cover to detach from the suspension arm and fall into the sterile field. A procedural delay was reported. No injuries or procedural cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the system, and identified the missing plastic joint cover. The technician identified the missing plastic joint cover was the result of impact damage from the suspension system making contact with the flat panel monitor system. There was no other damage to the lighting system and the technician tested to confirm the suspension system was operating according to specification. The technician replaced the plastic joint and installed new covers provided by the customer. The system was tested for proper movement and tension and was returned to service. The harmony lc surgical lighting system operator manual states, "caution - possible equipment damage hazard: do not bump lightheads into walls or other equipment." The or staff have been made aware of the warning regarding the lighting system impacting walls or other equipment.